Event description:
It was reported that, "kwire gets stuck in drill bit everytime you drill over kwire."

Manufacturer narrative:
Additional info has been requested and if received, will be reported on a supplemental report.